Event description:
It was reported that the patient was inappropriately shocked for conducted atrial fibrillation (af) while getting out of bed. The episode shows that the match scores on the wavelet were insufficient. In addition, noise was noted on the can to right ventricular (rv) coil signal. Adjustments were made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).